Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Two error codes occurred; sample aspiration error codes include 3430 (unable to process test. Sample aspiration error) and 3449 (unable to process test. Sample aspiration error) and the probable causes include bubbles, foam, or fibrin clots are present in the sample and the sample volume in the sample cup or tube is inadequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed bilirubin result on the alinity analyzer. The following data was provided during a retrospective review, it was flagged as sample insufficient: sid 190906-1666 initial <6, repeats 8, 14, 15, 16, 17, 20, 27, 32. There was no impact to patient management reported.